Manufacturer narrative:
The explanted ipg passed visual and photographic imaging. The charging battery profile reveals an abnormal depletion rate before the explant date. It was determined that the analog ic had an internal short(s) resulting in excessive current drain of the battery. The exact cause of analog ic damage could not be determined.

Event description:
A report was received that the patient's stimulation turned on on its own. The physician has decided to replace the patient's ipg.

Event description:
A report was received that the patient's stimulation turned on its own. The physician has decided to replace the patient's ipg.